Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation which required pericardiocentesis. During an idvt case, a cardiac perforation was noticed in the patient. The thermocool smarttouch® sf catheter was showing high force readings, in the 60's, there was a hi force alert displayed on the carto¿ 3 system force readings dashboard, and the force indicator was flashing red. There were no issues or errors displayed on the ngen¿ generator at the time. The cardiac perforation was discovered via intracardiac echocardiogram. The medical intervention provided was a pericardiocentesis, and about 400 ml of fluid was removed. The patient was in stable condition and stayed overnight for monitoring. Physician ensured that the act (activated clotting time) was above 300 seconds before placing catheter in the ventricle. Five ablations were performed outside of the pulmonary veins. When ablation was in the coronary sinus, the doctor advised putting the flow to 30 and 30, but during ablating in the ventricle it was set to default settings 2 and 15. Physician¿s opinion on the cause of this adverse event is he knew he had high force.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).